Event description:
Pt called lfs in 9/2003 alleging that the fasttake meter would power off during use. Pt's last test was performed in 9/2003. P did not experience any symptoms during the time of concern. Pt was taken to the hosp, where pt was treated with insulin. Based on the info provided, pt did not attempt to test during the time of concern. The customer service rep confirmed that the battery contacts were in good condition, battery was replaced less than 1 year ago, and batteries were correctly installed. The meter did shut off before the time was up. The meter was replaced due to an unresolved power issue. There is no eveidnce that the meter contributed to an adverse event. Based on the info supplied by the pt, there is indication that the product malfunctioned and that the crieteria for a medical device reportable.